Event description:
It was reported that this artificial urinary sphincter stopped working as it presented deflation issues. A surgical procedure was performed, during which it was noted that there was no fluid in the system; however, the source of the fluid loss could not be identified. All components were removed and replaced. No patient complications were reported.